Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. One partial recapture was performed in order to deploy the closure device a little deeper into the laa of the patient. At this point the closure device was in an adequate position. There was a small less than 1/3 shoulder on two views, the tug test was secure, the closure device was 20-25% compressed and no leak was seen. The closure device was then released with no noticeable shift and the procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The computed tomography imaging showed that the closure device was out on the posterior side with obvious flow under the fabric cap into the distal appendage. The patient did not undergo any other procedures or cardioversions after implantation. No treatment or intervention has been performed at this time. The physician is deciding on the next treatment options.